Event description:
While conducting a (B)(4) clinical study, a vasospasm was observed when a coronary artery anastomosis was being performed. An ischemic event occurred during the vasospasm. The arterx sealant was removed (and the anastomosis did not bleed). The event was resolved without sequelae on (B)(6) 2013. The physician did not consider the event an unanticipated (serious) adverse device effect.

Manufacturer narrative:
Based upon complaint information and investigation, as well as a review of the IFU and fmea, there is no indication that the device was out of specification. The probable cause is unknown.